Manufacturer narrative:
Concomitant medical devices: d314trg crtd, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was explanted and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited high thresholds, high pacing impedance, and was suspected to have fractured. The rv lead was explanted and replaced. It was further reported that during explant of the rv lead, the patient's right atrial (ra) lead dislodged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.